Event description:
Treatment of an avm. It was reported the catheter burst during onyx injection and the physician realized of applied too much pressure on the syringe. No pt injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.